Event description:
A report was received that the patient will undergo a pocket revision due to the pocket site discomfort. The procedure has not yet been scheduled.

Event description:
A report was received that the patient will undergo a pocket revision due to the pocket site discomfort. The procedure has not yet been scheduled.

Manufacturer narrative:
Additional information was received that the patient's precision system was explanted. The patient is doing well following the explant. Additional suspect medical device component involved in the event: model#:sc-2218-50, (B)(4), description:enh st ld kit, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.